Manufacturer narrative:
Reference- (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were reported for this event. 0001822565-2017-01736 : product is expected, not yet returned.

Event description:
It was reported that the tibial articular surface provisional were fractured. There were no complications or delays reported. No adverse events have been reported as a result of the malfunction.